Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose and the infusion set cannula was bent. The blood glucose at the time of the incident was 400 mg/dl. The customer treated high blood glucose with manual injection and declined troubleshooting for it. The customer kept trying to bolus and nothing happened and changed again and that's when he noticed it was bent. The customer was using auto mode feature at the time of the event. The insulin pump will not be returned for analysis.